Event description:
It was reported by service report that the nurse call cable is missing and the bed extender cable was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: missing nurse call cable, broken bed extender cable.